Manufacturer narrative:
Follow-up # 1 date of submission 07/06/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings:visual inspection revealed that the battery compartment was cracked. The returned battery cap was used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).